Event description:
It was reported that during pre-surgery, it was observed that the motor device was not working. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose at the muffler, the motor seized up after three minutes of running, the device would no longer rotate, the housing a swivel have rotational movement and the device was power broken. Therefore, the reported condition was confirmed. It was determined that the hole in the hose was from allowing the hose to come in contact with a sharp object. It was determined that the cause of the powerbroken failure was failure to follow the directions for use and running the device in the safe or load position. It was further determined that the motor seized up because the vanes were broken, and the housing and the swivel have rotational movement because of loctite deterioration. Furthermore, the device showed signs of damage that is caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.